Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a routine implant of this pacemaker device, that the patient was in atrial fibrillation and the right atrial (ra) lead was implanted blindly, and noted undersensing of the afib. There was a sam episode which switched mv vectors from the ra lead to the rv lead. A technical service (ts) consultant reviewed data provided, and advised the episodes appeared to have both noise and afib signals present. Programming configuration of the ra lead is bipolar pace/unipolar sense, which is leading to oversensing due to myopotential noise. Mv sensing has been disabled. The device remains implanted. No adverse patient effects were reported. At this time we are unable to obtain additional information regarding the model/serial of the leads.